Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 74 events were previously reported during the reporting quarter; however, - 2 previously reported events were included under MFR report # 0001811755-2021-00224 but should be included under this report. - 76 previously reported events are included in this follow-up record. Product return status 60 devices were received. 16 devices were not available for evaluation.

Event description:
This report summarizes 76 malfunction events in which the device reportedly overheated. - 68 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 76 events were previously reported during the reporting quarter; however, - 2 previously reported events in this report should have been included under MFR report # 0001811755-2021-00224. - 74 previously reported events are included in this follow-up record. Product return status 60 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 74 malfunction events in which the device reportedly overheated. - 66 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 74 previously reported events are included in this follow-up record. Product return status: 58 devices were received. 15 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 74 malfunction events in which the device reportedly overheated. 66 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact. 1 event had insufficient information received.

Event description:
This report summarizes 74 malfunction events in which the device reportedly overheated. 68 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 74 events were reported for this quarter. Product return status: 18 devices were received. 7 devices were not available for evaluation. 49 device investigation types have not yet been determined. Additional information: 74 devices were not labeled for single-use. 74 devices were not reprocessed or reused.